Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the current heartstart xl+ service manual does not include the appropriate steps to resolve the customer's issue. There was no pt involvement.